Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that part of the lead was returned in two segments, severed 52mm from the tip end with the terminal end not returned. An extracting stylet was returned stuck in the lead with the inner coil stretched throughout and there was dried blood/tissue within the lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 145mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range impedances were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have fractured due to exhibited high out of range impedances. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have fractured due exhibited high out of range impedances. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.